Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was found to be defective upon initial test prep. The balloon had a hole in it, resulting in not maintaining pressure or fluid. Another 6/7f mynxgrip device was used successfully from the same lot. There was no reported patient injury. The defect was found prior to use on the patient, during the prep stage. The package was not damaged in any way prior to use. The device is stored in a temperature controlled room. The user is trained to the device. The device was prepped per the instructions for use (IFU). A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The stopcock was found open, with no syringe attached to the unit and the balloon was not inflated. The sealant, advancer tube, and sealant sleeve were returned in manufacturing, while no catheter sheath introducer (csi) was returned for this evaluation. The functional could not be executed due to a leakage condition observed during the inflation attempt. A microscopic analysis of the balloon¿s surface was executed and it was noticed that a tear was present on the device¿s balloon, impeding completion of the functional analysis for this evaluation. Based on the information provided, the condition of the returned device and the investigation performed, the reported failure as balloon ~ balloon loss of pressure at prep was confirmed, due to the conditions observed on the balloon. A tear was identified on the balloon surface based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was found to be defective upon initial test prep. The balloon had a hole in it, resulting in not maintaining pressure or fluid. Another 6/7f mynxgrip device was used successfully from the same lot. There was no reported patient injury. The defect was found prior to use on the patient, during the prep stage. The package was not damaged in any way prior to use. The device is stored in a temperature controlled room. The user is trained to the device. The device was prepped per the instructions for use (IFU). The device will be returned for evaluation.